Event description:
As reported through the (B)(4)clinical study, 4 days post transcatheter aortic valve replacement (tavr) procedure, the patient experienced an episode of heart block with pauses and that were unable to be controlled with medications. Atrial fibrillation was also noted [the patient has a history of afib]. The patient subsequently required a permanent pacemaker (ppm).

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of the device. Per the IFU, conduction abnormalities and arrhythmias are known adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Per the IFU, conduction abnormalities are a known complication after tavi. According to the literature, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). Atrial fibrillation is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of their disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. In this case, the patient had a history of afib. The exact cause for the reported heart block cannot be confirmed; however, there are multiple potential contributing factors including the patient's co-morbidities, and the procedure itself that could have contributed to the event. There was no report of device malfunction. No further actions are possible at this time.

Manufacturer narrative:
Correction: manufacturing date is 5/18/2011 and not 5/08/2011 as previously reported.